Manufacturer narrative:
If explanted, give date: iol remains implanted so it has not been explanted. Initial reporter first name: unknown/ not provided. Phone no.: unknown / not provided. Device manufacturing date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with tecnis synergy, reported of deficiency with far vision despite having good outcomes when measured at the office (20/20 or so) during follow-up evaluation. It was indicated that the patient does not qualify for laser correction due to high hyperopia and too flat cornea. Pre-operative evaluation ((B)(6) 2020): uncorrected visual acuity (ucva), right eye: 0.2 and left eye: 0.16, best corrected visual acuity (bcva), right eye: 1,0/+4,25/-0,5/ax 100 and left eye: 1,0/+4,5/-0,5/ ax 60. The refractive lens exchange (rle) for the left eye was performed on (B)(6) 2020 and for the right eye was on (B)(6) 2020. A yttrium-aluminum-garnet (yag) capsulotomy procedure was performed on the left eye on (B)(6) 2021 and laser correction of the residual defect was performed on both eyes of the patient on (B)(6) 2021. No further information has been provided. Post-operative evaluation ((B)(6) 2021): uncorrected visual acuity (ucva), right eye: 0.9 and left eye: 0.9, best corrected visual acuity (bcva), right eye: 1,0/ -0,75d and left eye: 1,0/ -0,75d. The patient had bilateral lens implants. This emdr report is for the patient's right eye. A separate report will be submitted for the patient's left eye.